Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. The customer placed the insulin pump in suspend and took a shower. When the customer went back to the insulin pump, the insulin pump displayed button error. The customer's blood glucose was 140 mg/dl. Troubleshooting was done. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.